Event description:
It was reported that the lead had a history of exhibiting noise. The patient would be followed-up and determined then what will become of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.